Event description:
It was reported that the customer opened the foil package and assumed the inner box of a 25mm 11500a aortic valve was sterile into the sterile field. The valve was still implanted.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.